Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. The patient indicated the healthcare provider (hcp) tried to access the pump on the right side, when the pump was normally accessed from the left side. The patient was "poked like a pincushion" and was bleeding. The patient was reportedly "high from the pump refill" and the "needle was leaking" into their body. The pump was refilled every 150 days, but the pump "stopped having drugs pushed at about 142 days." The hcp reportedly prescribed "drug vials" without notice or instructions if the patient went into withdrawal or was not feeling well. There was no known environmental/external/patient factors that may have led or contributed to the issue. The patient was referred back to their hcp in regards to the drug prescription. No interventions/actions were taken to resolve the issue. It was unknown if the issue was resolved. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.